Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to stay closed. A field service engineer found that the led not present and the magnet was missing in insep. A field service engineer replaced the insep, confirmed that the led present now, verified the functionality and confirmed with the customer that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device..

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed to stay closed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.